Manufacturer narrative:
Complaint conclusion: the enterprise stent (enc452212/ 10149724) could not be released at the posterior communicating artery (pcom) target site. It was reported that the stent did not deploy at all. Therefore, the physician started withdrawing it, but found it was released in proximal portion of the microcatheter (prowler select plus/unknown lot). Just the delivery wire was pulled out from the microcatheter (mc). A guiding wire was then used to catch the stent and it was withdrawn. It was further explained that the mc was not pulled out from the patient in order to catch the deployed stent with a guidewire. The same mc was used with another product device to complete the procedure. The pcom the vessel size in the 54 year old female was 2.52mm. It was initially indicated that the deployment was attempted by pushing it out of the end of the catheter; however, with follow-up investigation it was indicated that at the time of initial deployment attempt, the deployment was not attempted by pushing the enterprise out the end of the catheter. The mc was not repositioned. It was indicated that the device was recaptured, but exact number of attempt of recapture is unknown. A non-sterile enterprise was received coiled inside a plastic bag; two kinks were observed at 4 cm and 17 cm from its distal end. The stent was received deployed. No others anomalies were observed. The involved micro catheter was not returned. The stent was inspected under a microscope and no damages were noted on it. Functional testing for deployment could be performed as the stent was received already deployed. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10149724. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported inability to deploy the enterprise vrd and subsequent deployment in the microcatheter during withdrawal could not be evaluated with functional testing of the returned device; however, there were no damages to the returned deployed stent. The exact cause of the reported events as well as the kinks observed on the delivery wire distal section could not be conclusively determined; however, based on the analysis, there is no indication of any damages on the device that could be related to the manufacturing process of the unit. It is not known if the device was recaptured more than the one time as outlined in the instructions for use. It is possible that procedural factors and vessel characteristics may have contributed to the event; however, no conclusion can be made. Therefore, no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
Please note that there was an additional intervention required to retrieve the device in order to prevent permanent injury. Per (B)(4) report c 13,162 (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10149724. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 225 units, which were shipped from (B)(4) on (B)(4) 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product device is expected to be returned; thus additional information will be submitted within 30 days of receipt.

Event description:
When physician planned to release the enterprise stent (enc452212/ 10149724), it cannot be released. It was reported that the stent did not deploy at all. Thus physician started withdrawing it, but found it was released in proximal portion of the mc (prowler select plus/unknown lot). The delivery wire was just pulled out within mc. Then the physician used guiding wire to catch the stent and withdrew it. It was further explained as the mc was not pulled out from the patient in order to catch the deployed stent through a guidewire. Finally same mc was used with another product device to complete the procedure. This patient is (B)(6) female with pcom, the vessel size was 2.52mm. The deployment was attempted by pushing it out of the end of the catheter. The mc was not repositioned. The device was recaptured, but exact number of attempt of recapture is unknown.